Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap cholecystectomy procedure, the clip fell out of the device. The device then locked out and could not be used. Another instrument was used to complete the procedure with no pt consequence.